Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was experiencing loss of therapy and sudden burst of sedation. The catheter was observed to have tear/hole. Catheter was explanted and replaced.